Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in the ICU. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found all the brake casters inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this info, no further action is required.